Event description:
The patient was revised because of loose, malpositioned tibial component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database by manufacturing was not provided. The investigation could not draw any conclusions about the reported event; however, provided information stated poor device alignment was a contributing factor. The initial reporting stated the products were not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.